Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer indicated that the problem was occurring with two different reagent packs from the same lot. The calibration with the previous lot and same calibrator had passed. The customer cleaned and calibrated the meia, decontaminated lines 1, 3 and 4, replaced the matrix cells, and replaced and calibrated the probes followed by a recalibration without resolution. The customer centrifuged the calibrators and repeated the calibration. The issue was resolved. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.